Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd nexiva 18 ga x 1.25in sp with maxzero leakage it was reported by customer that the IV anigo 18 started leaking blood form the closed end on the IV initiation. Verbatim: rcc received a complaint via email. Email(s) attached product information product code: 383559 product description: catheter IV closed nexiva syst lot/serial #: not provided expiry date: n/a problem information date of incident: 09-jul-2025 concern description: IV anigo 18 started leaking blood form the closed end on the IV initiation. Occurrences: 1 each sample information incident samples: 0 representative samples: 0 no adverse event reported.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.